Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2003, partially explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 17-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (concentration: unknown, dose rate: 0.2mg/day) and bupivacaine (concentration: 30mg/ml, dose rate: 1.5mg/day) via an implantable pump for spinal pain and post lumbar laminectomy syndrome. It was reported that during an end of life pump replacement, the physician decided to replace the catheter due to not having a documented catheter length. They were however unable to remove the entire catheter. Regarding the partial explant, part of the catheter remained where they tunneled from the back to the pump pocket. Environmental/external/patient factors that may have led or contributed to the issue were unable to be determined at this time. The old catheter (model 8731) was replaced with a new (model 870). The issue was noted as resolved and the patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history were noted as having been requested but were unknown. It was noted that the healthcare provider had no further information regarding the event.